Manufacturer narrative:
According to the report, 4.6 years after implant of synergraft aortic valve & conduit allograft the allograft was explanted due to structural deterioration, calcification, insufficiency, stenosis/obstruction of allograft conduit, and stenosis/obstruction of the valve. The operative notes indicate there was moderately severe aortic allograft insufficiency with moderate aortic stenosis. The hospital indicated that the event was due to a failure of the allograft. The allograft was not returned so no direct observations can be made. A review of the processing records indicates that allograft met all processing specifications prior to release. A review of relevant literature indicates that although explantation of the valve approximately 4.5 years after implant due to unacceptable hemodynamics could be considered early. However, it has been reported in the literature and is a known complication after cardiac valve implantation. It should also be noted that this patient received three previous aortic valve replacements prior to this procedure. The precise cause of the event cannot be determined from the available information; however, the report is consistent with features of structural valve deterioration. Structural valve deterioration is a known potential complication and is known to occur at an accelerated rate in the pediatric population. No further action is required at this time.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
As part of the cryovalve sg aortic human heart valve retrospective/prospective, multi-center cohort study, an explant form indicating the following event was received. According to the report, 4.6 years after implant of the synergraft aortic valve and conduit allograft the allograft was explanted due to structural deterioration, calcification, and insufficiency, stenosis or obstruction of the allograft conduit, and stenosis or obstruction of the valve. The operative notes indicate there was moderately severe aortic allograft insufficiency with moderate aortic stenosis.